Event description:
Baxter corporate product surveillance received a report from a baxter (B)(6) quality specialist of an infusor on which the fill port cap was separated from the fill port. This issue was observed before use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the sample has been made. Should the sample be received, a follow up medwatch will be submitted upon the completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed via visual examination. The root cause was determined to be operator error during the assembly process; specifically, the operator did not tighten the cap hard enough. As a corrective action, awareness training on this issue was performed in january 2013. The complaint sample was manufactured prior to awareness training. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.